Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. Investigation summary . There is no call home data available since the system has not called home in two years. Probe jj23nhb89011 (2 uses, 2:38) was investigated. The returned probe's tip was broken but still connected, and signs of thermal damage were seen. The potential cause of the damage is unknown. A search of nonconformities (ncs) was performed for lot ml23098598. There were no observed nonconformities for this lot. Manufacture date: 9/1/2023. Expiration date: 5/31/2027.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. Event year only reported: 2024. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation procedure the probe tip was broken while trying to reach deep lesion. No probe components were left inside patient. No patient harm.